Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned sample and photographs provided. Bd received one used q-syte unit without packaging from catalog number 385100. The q-syte was attached to a syringe. Four photographs were also submitted which displayed similar observations to that of the returned unit. Through the visual/microscopic evaluation of the used unit, the top and bottom disk revealed damage in the form of a tear. A water leak test was performed with the q-syte on the actuated and the unactuated positions. Leakage was not observed in either position. The column wall did have damage in the form of a tear along one side. Although your reported issue was not confirmed, a tear in the column wall is indicative of leakage. A root cause could not be determined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. The following information was provided by the initial reporter: during infusion, it leaked from the male luer.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. The following information was provided by the initial reporter: during infusion, it leaked from the male luer.